Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event type code. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The (B)(6) and svc impedance values have increased from implant. The initial values of 42 and 49 ohms respectively on (B)(6) 2010 were 106 and 116 ohms on (B)(6) 2010.

Event description:
It was reported that there was an increase in superior vena cava and right ventricle coil impedances. Follow up reported the lead was loose in the header and "seems it was not connected in properly at implant." It was further reported the "patient went back to the lab" and there have been no problems since. No patient complications were reported as a result of this event.

Event description:
It was reported that there was an increase in superior vena cava and right ventricle coil impedances. Follow up reported the lead was loose in the header and "seems it was not connected in properly at implant." It was further reported the "patient went back to the lab" and there have been no problems since. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.